Event description:
During routine maintenance by the service center and a customer complaint the "battery was not holding a charge" it was found the "turbine froze up and wouldn't move". Replaced the turbine to correct the failure mode.